Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. Initially it was reported they were not able to zero the catheter, not able to go to zero grams. The cable was replaced without resolution. The catheter was replaced and the issue resolved. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 23-may-2024, observed a separation between the pebax and electrode section and foreign material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on 23-may-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-mar-2024. The device evaluation was completed on 23-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and force test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between the pebax and electrode section and foreign material inside it. A force test was performed, and the device was recognized correctly; however, it could not be visualized and errors 105 and 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed. The potential cause of the open circuit and the pebax damage could not be conclusively established. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿separation between the pebax and electrode section and foreign material inside it¿. -investigation findings: open circuit (c0205) / investigation conclusions cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿not able to zero the catheter, not able to go to zero grams¿. Manufacturer¿s reference number: (B)(4).